Manufacturer narrative:
A review of the device history record was performed on the batch. All units are 100% inspected for visual, dimensional and functional compliance prior to acceptance and packaging. Units that fail any portion of these inspections were scrapped. No similar complaints by event description were found in the same lot. During investigation of the returned device, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The distal tip end, 5.0mm long from ro marker was broken off and was not returned / found with the catheter. The guidewire that was used during procedure was not returned. A guidewire (0.018") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to imaging core wind up in the hub assembly. Imaging catheter damaged is a complaint that has been observed previously in the imaging catheter product line; both over time and identified within the same batches / lots. CAPA has been opened to further investigate, establish trending threshold limits and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. The root cause for the catheter tip breaking off is undetermined.

Event description:
Boston scientific has become aware of the following event: percutaneous transluminal angioplasty (pta) was performed to right superfacial femoral artery (sfa). The lesion was 90% stenosis with calcification. The lesion was observed with the ivus catheter, then plain old balloon angioplasty (poba) was performed. When this catheter was advanced again to a guidewire, the physician found that the tip of the catheter had came off from the shaft, the tip and the catheter were pulled out together. Then, another catheter was used to complete the case. No pt complications were reported.